Event description:
Small bowel capsule was retained and four liters of peg was administered to stimulate capsule excretion. The patient passed the capsule without further issues or treatments.

Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Small bowel capsule was retained and four liters of peg was administered to stimulate capsule excretion. The patient passed the capsule without further issues or treatments.

Manufacturer narrative:
(B)(4).